Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The distributor alleged that a foreign object was found inside the fluid path of the tubing. This was identified during their production inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
One unit was returned for evaluation. The device was examined visually. The complaint of contamination in the fluid path is confirmed. The root cause is attributed to the manufacturing process. Fourier transform infrared spectroscopy along with flush testing has shown the contamination to be solely a cosmetic issue and does not impact the form, fit or the function of the device. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.